Event description:
Spontaneous call from pt who reports they were unable to continue using pump as it stops the pt tried to switch out tubing/ needle set and pump still not working. Pt had this happen during last infusion. Pt will infuse manually like last time for remaining drug and a new pump will be sent. It is unk if pt had any adverse events due to pump malfunction. No other info provided. Indication: common variable immunodeficiencies. Reported to (B)(6) by pt/caregiver.